Event description:
It was reported that the customer had a cracked display on the insulin pump. The customer blood glucose level was 76 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.